Manufacturer narrative:
Two photos were shared by the customer, illustrating an unspecified fluid inside the microclave in an inactivated position. No additional damage or anomalies are observed. It is not clear how this device was tested by the customer. The customer's complaint of leakage was confirmed based on the photos shared by the customer. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history record was reviewed and no non-conformities were found that would have led the reported condition on the complaint.

Event description:
Additional information was received that there was no unprotected chemo exposure to the health care provider or the patient as a result of the complaint/event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint involved a microclave® clear connector. It was reported that a new microclave was connected to a peripherally inserted central catheter (PICC) line and an pump for antibody therapy infusion (3.3ml/h blincyto over 24 hours) for outpatient therapy on (B)(6) 2023. On the morning of (B)(6) 2023, the patient reported to the department in an emergency; she had noticed during the night that her arm, compress and t-shirt were wet on the PICC side. The infusion tube had already been disconnected. When she tried to reconnect it, she noticed that air was detectable in the microclave and that it appeared damaged. The microclave was then replaced and the pump could be reconnected without complications. There was no patient harm noted.